Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the protective cover on the power switch was cracked the light emitting diode (led) does not illuminate and the cap was torn off. It was also noted the reported event was confirmed also, the air pressure was low due to a defective air pump. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the sockets where the leak test cords are plugged into on their maintenance unit is worn. When performing a leak test the cords fall out the socket. Upon inspection and testing of the customer returned device, it was observed that the front power switch was damaged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event. There were no reported patient harm, death or injuries related to this event.

Manufacturer narrative:
This report is being submitted, for additional information obtained from the customer.

Event description:
The customer stated, the worn socket issue was found, during a quarterly preventive maintenance with an olympus technician. They used a second mu-1 unit for scope cleaning after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.